Event description:
During the one week post implant follow-up of the device involved in this report, oversensing episodes were visible in device memory.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Review of the electronic data and files received. Results and conclusions (no conclusion can be drawn): such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. None of them could be confirmed. In response to the warning letter that the united states food and drug administration issue to ela medical (dated (B)(4) 2009), ela is filing this MDR at this time. The oversensing episodes were non sustained episodes which did not trigger any therapy (because they were non sustained). Most of them have a very short duration (a few seconds), and a low amplitude. Such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. None of them could be confirmed; however, myopotential sensing is the most probable source of the noise pattern observed in the cases. Careful check of this phenomenon should be done during each follow up to evaluate whether the incidence of the phenomenon is increasing or not, which could be an indicator for a lead problem. These checks include, but are not limited to: eval of the pacing/sensing thresholds in normal rhythm to check the stability of these thresholds. Eval of the stability of ventricular lead measurements (impedance and coil continuity). Eval of the reproducibility of the oversensing phenomenon during follow up; this includes performing real time egm/markers during pt exercise (moving the arm, breathing and stop breathing) and while manipulating the case by applying a pressure on the pocket area (and more particularly on the connector area). Eval of the correlation of the pt environment or activities with the date and time of occurrence of the oversensing behavior, to try to identify a possible source of interference. In case oversensing becomes more frequent and with longer duration, lead position should be checked through an x-ray. If a lead issue is suspected, a re-intervention should be scheduled. If not, reprogramming the sensitivity to a higher value (less sensitive) can be evaluated, provided that the induction tests were performed at such higher value (to ensure proper sensing of a ventricular fibrillation). Note the improvements on the sensing algorithm (asc) will be included in programmer software (B)(4) (planned in (B)(4) 2008).